Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that bolus delivery were not recording in bolus history. Customer's blood glucose was unknown. Customer was not able to troubleshoot due to not being able to view display screen. Customer would call back with care giver.